Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had excessive no delivery alarms on their insulin pump. Customer stated the alarm was resolved by a complete set change. The customer could not troubleshoot as they did not have any insulin remaining in their reservoir. Customer also reported using the same reservoir for the past 8 months. The customer was not aware they were suppose to replace their reservoir. Customer's blood glucose was unknown. Advised the customer to change their infusion set and monitor the alarm. No additional information provided.